Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked at catheter junction the following information was provided by the initial reporter: on (B)(6) 2023, (B)(6) came to the hospital for treatment of multiple cerebral infarctions, and during the treatment with a closed IV needle, there was seepage from the needle, which was immediately stopped and replaced with other batches of products, and the patient was able to receive normal treatment.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#1287026): 1) this batch of products were assembled at intima ii auto line 4 in october 2021, and packaged at r240 package line in october 2021. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) review incoming inspection records of catheter, no abnormalities. (Material number: b5189aal, batch number:1055517, 1088001, 1088002) 2. No defective samples and photos have been received, and the damage state of the catheter cannot be identified. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the damage status of the complained sample cannot be confirmed, and the usage of the sample is unknown, the root cause of the leakage at the catheter cannot be determined.